Event description:
After the left replacement I have been left with severe waddling gait, pain and moderate neuropathy left side after bi-lateral hip replacements. Left great tronchanter avulsion fracture occurred within the first 6 weeks first time avulsion fracture is on xrays is (B)(6) 2011 or within 7 days of that date. I do not have disk in front of me.